Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. It was reported that the physician encountered "some" resistance during the insertion of the device. To overcome the resistance met, the physician pushed and pulled the device without turning it "heavily" in the attempt to obtain mark. It was reported that the device broke in two pieces. The patient was taken to surgery for a cut down, device removal and repair of the artery with a suture. The patient was discharged home in january 2003. There are no reports of further adverse patient sequelae.